Event description:
Pt reported obtaining a blood glucose result of 6 mg/dl (device's reading range is 10-600 mg/dl), while using the suspect device. Pt stated that, based on the result, she sought treatment in the hospital emergency room. Forty-five minutes after obtaining the result of 6 mg/dl, on the suspect device, pt's blood glucose measured 50-60 mg/dl (exact value not provided), on a hospital blood glucose monitor. Pt indicated that no treatment was recieved. Pt's current condition: "fine." While on the phone with tech support, quality control testing was performed on the device and the results fell within the acceptable range. Tech support requested the return of the suspect product and replacement product was shipped.